Manufacturer narrative:
Other, other text: d4: expiration date and h4: manufacture date are unknown, no information is available based on reported lot number. D4: UDI number is unknown, no information has been provided to date. One pre-use check device in original package was received. A visual inspection noted there was no elbow on the y connector of the breathing circuit. The package was unopened, but there was a small hole in the package. A suspected root cause was due to the operator overlooked a breathing circuit that did not have an elbow connector when manufacturing the kit. A device history record (DHR) review noted no discrepancies or anomalies during the manufacturing of the reported lot number. This event was shared with the manufacturing department and operators informed.

Event description:
It was reported that during the pre-use check, the customer noticed no l-connector came with the product set. No adverse patient effects were reported by the customer. It was reported that no further information is available.